Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive despite proper tapping technique, clean and dry hands, case removal, and adequate charge, and the user did not perceive vibration feedback when pressing or holding the button; the device could be used when placed on the charger and remained synced with the mobile app. Symptoms included no adverse clinical effects and no reported impact on blood glucose. Outcomes included shipment of a replacement device and continued cgm use while awaiting return of the original device. Investigation included customer troubleshooting and assessment of button responsiveness, vibration feedback, and power/charging status and inspection of the returned device. Investigation of this device revealed a nonresponsive sleep/wake button consistent with a device component malfunction of the wake button interface and associated tactile feedback mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the sleep/wake button.